Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion on the motor and rotor, which were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece began overheating during a pinning and realignment of toes on a patient. The procedure was successfully completed with another device. There were no adverse consequences reported as a result of this event.